Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to product performance anomaly. A new lead with a different model was successfully implanted. The lead will not be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to product performance anomaly. A new lead with a different model was successfully implanted. The lead will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.